Event description:
The customer reported that the system froze up during use and exhibited a loss of system communication. No pt death or serious injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps2 power supply and related cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.